Event description:
The dental implant fx4014swc was removed on (B)(6) 2017 5 months after implantation due to failure to osseointegrate. The doctor indicated that local infection may have caused implant removal. The patient has no significant medical history and has been recovered without complications.